Event description:
A malfunction alert, labeled malf 12, was reported, with no significant events leading up to it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support provided pump reset instructions, assisted with the reset, and the issue did not recur afterward. The customer was advised to continue using the pump and instructed to report if the malfunction appears again.